Manufacturer narrative:
The device was received and analyzed. Prior to the analysis of the device, the manufacturing process for this pacemaker was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. In agreement with the clinical observation, upon initial interrogation the programmer device prompted a warning message regarding the battery status. The inspection revealed that the clinical observation resulted from a temporarily slightly elevated current consumption. The root cause of this observation could not be determined based on the information available for analysis. At a next step the pacemaker was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. In summary, the device proved to be fully functional during analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis revealed a temporarily slightly elevated current consumption leading to the clinical observation. Based on the information available for analysis the root cause of this observation could not be determined. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Event description:
This device was explanted and replaced due to eri.